Manufacturer narrative:
H3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the surgitie device was returned with delivery system engaged. However, upon inspection of the instrument noted that the delivery system was improperly installed (distal end first as opposed to proximal end first) causing the loop end to be trapped in the delivery system. The instrument was unable to be removed from the delivery system. It was reported that the pull ring rod of the device was damaged. The reported issue was not used as intended the product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if desired, the proximal end of the nylon carrier may be retracted into a delivery system (when included) until the suture loop is enclosed within the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendiceal ligation procedure, the pull ring rod of the device was damaged. Ligation was completed using a new device. No patient complications have been reported as a result of this event.